Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Malpositioning and iris damage are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 2/28/2017.

Event description:
The surgeon reported during an attempt at istent implantation in the right eye the istent was inadvertently pulled out of the trabecular meshwork when trying to release the istent from the inserter. The surgeon attempted to re-grasp and remove the istent but instead the istent was pushed further into the iris. Due to compromised visualization as a result of heme in the anterior chamber, the surgeon attempted to retrieve the istent with irrigation but was unsuccessful. The istent was visible behind the iol. Additional information was requested and on 2/27/2017 the surgeon provided the following event details. An istent was initially seated in the trabecular meshwork, though not secure and once released from the inserter it then became dislodged in the anterior chamber and with attempted recovery a small cleft (1 mm) was generated at 3 o'clock. The istent was unable to be retrieved and with irrigation, and was observed to be behind the iol in the intact bag. The surgeon stated that it was prudent to leave it in place rather than risk vitreous loss. The iris damage was noted to be trivial/inconsequential, no intervention was required and had no adverse impact to the patient. The malpositioning did not result in any adverse impact to the patient either intraoperatively or postoperatively. There was no problem with postoperative bleeding and the event did not result in any loss of best corrected visual acuity as compared to baseline. The istent is stationary and only barely visible at the edge of the pupil when fully dilated located behind the iol and in the bag. The adverse event was reported to have resolved.